Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-01696. It was reported the patient the leads had migrated which was confirmed by x-rays. Reportedly the patient had fallen multiple times and was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) where the leads were removed and replaced. Postoperatively the patient is receiving effective stimulation.